Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurse's station (cns) had communication loss. Only dashed lines were visible and she was not getting data in tabular trend. It was explained that it could be the cat5 cable plugged into the cns that needs to be replaced or try a different port on the switch. The customer was advised to speak with her it department for further assistance. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) had communication loss. Only dashed lines were visible and she was not getting data in tabular trend. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had communication loss. Only dashed lines were visible and she was not getting data in tabular trend.